Event description:
Information was received regarding a trial patient with an external neurostimulator (ens). Consumer reported they were feeling hot flashes and chills all night and they were fatigued from the procedure. Patient also reported constipation and feeling a little retention and bloating. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.